Event description:
The hospital reported that during the saphenous vein harvesting procedure, the surgeon was unable to cauterize the vein. The surgeon used a second device to complete the procedure. No pt complications were reported by the hospital.